Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst commented that the helix was able to be extended and retracted within specification. (B)(4)

Event description:
It was reported that the attempted right atrial (ra) lead exhibited high thresholds. After being placed several times, it was thought that the helix was not functioning smoothly any longer. The lead was removed and replaced with another lead which also exhibited high thresholds but was left in use. No patient complications have been reported as a result of this event.